Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced cannula issue with two infusion sets on (B)(6) 2026. The patient stated that the infusion set cannulas were bent, and symptoms were noticed more than three hours after insertion. Each infusion set had been in use for less than 24 hours and was inserted in the abdomen. The patient experienced high blood glucose, reported as high, and treated the elevated glucose with a correction injection. The patient replaced the infusion set and successfully resumed insulin delivery. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR . - device 2 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.